Event description:
It was reported that the patient was found expired at home. The device was explanted and review of the data did not show any tachycardia events. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench, and no anomaly was found.